Event description:
It was reported that a device was used during an unk procedure. When fired, the device would not staple and would not cut. Another device was used to complete the case with no pt consequence.